Manufacturer narrative:
Based on the results of investigation. Reported event: it was reported that hex impaction checkpoint broke when (B)(6) tried to pull it out with the checkpoint driver and the string attached to the checkpoint. (B)(6) had to use multiple instruments to help pull the screw out of the patient. Product evaluation and results: as per attached picture the alleged failure mode was confirmed as the provided picture shows that the device was broken. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no w60750-1 and accepted into final stock on 10/31/2018 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 111653, lot w60750-1 shows 2 additional complaints related to the failure in this investigation. Pr: (B)(4). Conclusions: the alleged failure mode was confirmed as the provided picture shows that the device was broken. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
Hex impaction checkpoint broke when dr. (B)(6) tried to pull it out with the checkpoint driver and the string attached to the checkpoint. Dr. (B)(6) has to use multiple instruments to help pull the screw out of the patient case type: tha surgical delay: 16-30 minutes.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Hex impaction checkpoint broke when dr. (B)(6) tried to pull it out with the checkpoint driver and the string attached to the checkpoint. Dr. (B)(6) has to use multiple instruments to help pull the screw out of the patient case type: tha. Surgical delay: 16-30 minutes.